Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the dcs12 instrument shaft sheath peeled while using the device. There were no consequence to the pt.